Event description:
The customer originally returned his olympus rhino-larying videoscope due to the metal being visible through the sheath. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, foreign material was found falling off of the channel. This report is being submitted to capture the foreign material found during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, there was foreign material in the form of rust falling off of the channel. Additionally, the scope body was noted damaged. The insertion part was deformed and leaking. And the user's report of the metal sheath being visible was confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Customer stated the leakage was found during cds and did not perform the disinfection process.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was caused by an air leak in the device which impacted the reprocessing. The specific root cause of the air leak could not be determined at this time. Olympus will continue to monitor field performance for this device.